Event description:
"After beginning cv lab case, physician noted air in manifold twice and checked connection. On run #5, an unknown quantity of air was injected into coronary arteries. Pt required CPR, ventilation: later stabilized. Post-procedure, device was determined to have air leaking around the black stopper within the contrast syringe. Subsequent testing on another syringe of the same lot number revealed same defect". Upon further investigation, it was reported that during the arrest, the pt's airway was maintained with an oral airway and bag-valve-mask ventilations. They were then stabilized and placed on oxygen via 100% non-rebreather mask. The catheterization was completed after fifteen additional runs. Information was not provided regarding the length of time that the device had been in use on the pt prior to the incident occurring. There were no reported obvious visible defects or cracks noted in the device. The pt's condition post-catherization was reportedly stable. Additional information was requested, but no further information was provided.